Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism is confirmed but the exact cause could not be determined from the photo provided. One photo sample of a powerglide pro device was provided for evaluation. The photo showed the distal section of the powerglide housing and needle. A product label is shown with lot: reen3393. The safety can is shown below the device completely removed from the needle shaft. Blood is present within the safety can and the guidewire is fully advanced. The needle does not appear to be aligned between the device housing. The dimensions of the interfacing safety components could not be inspected from the image provided. Based on the description of the reported event and photo sample provided, possible contributing factors include damage during handling and component damage. Since the root cause could not be determined, the complaint is confirmed, cause unknown. A lot history review (lhr) of reen3393 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse placed powerglide in patient. Insertion was successful but device safety failed. It appears the safety containment detached from the device itself. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen3393 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse placed powerglide in patient. Insertion was successful but device safety failed. It appears the safety containment detached from the device itself. No other information was provided.